Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** 01/30/2012 - litigation papers were received. Litigation alleges pain, weakness and difficulty with simple daily living activities. Litigation additionally alleges the left hip was revised on (B)(6) 2008 and (B)(6) 2009. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 6/10/2014 - complaint reopened and reviewed. Dor corrected based on all information previously received for the complaint. There is no new additional information that would affect the investigation. This complaint was updated on: 07/08/14.

Manufacturer narrative:
Preliminary disclosure form received. It provided information that allowed us to identify part/lot. This information does not affect the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reported infections against the provided product and lot code combinations. The investigation can draw no conclusions with the information made available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4), has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised on (B)(6) 2008 for gross infection, inflammation, and pain. All implants were removed and prostalac was placed. Date of reimplantation was (B)(6) 2008. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.